Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with ¿21081111 rg xiaomi phone¿ with android operating system version 13. The low and high glucose alarms did not sound and the customer was not alerted of changing glucose levels. During the course of troubleshooting, it was determined that the customer¿s phone was not compatible with the application. As a result, the customer experienced loss of consciousness. The customer was seen at a hospital where treatment of insulin via nose (dose unknown) was given by a healthcare professional. Please note that treatment of insulin is inconsistent with the reported diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with ¿21081111 rg xiaomi phone¿ with android operating system version 13 and app version 2.10.1.10406. The low and high glucose alarms did not sound and the customer was not alerted of changing glucose levels. During the course of troubleshooting, it was determined that the customer¿s phone was not compatible with the application. As a result, the customer experienced loss of consciousness. The customer was seen at a hospital where treatment of insulin via nose (dose unknown) was given by a healthcare professional. Please note that treatment of insulin is inconsistent with the reported diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing high or low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with ¿21081111 rg xiaomi phone¿ with android operating system version 13 and app version 2.10.1.10406. The low and high glucose alarms did not sound and the customer was not alerted of changing glucose levels. During the course of troubleshooting, it was determined that the customer¿s phone was not compatible with the application. As a result, the customer experienced loss of consciousness. The customer was seen at a hospital where treatment of insulin via nose (dose unknown) was given by a healthcare professional. Please note that treatment of insulin is inconsistent with the reported diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.